Event description:
It was reported that the patient presented in the ER for multiple inappropriate shocks. Upon interrogation, the device was in backup vvi configuration mode. The device will be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.